Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: australia. The product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs: 00588001401, left size d cemented option femoral component, lot# 60260466. MDR: 0001822565-2023-01963. Additional associated products: 00599003421, distal only femoral augment block precoat, lot# 60210767. 00599003420, prc agmt block dist sz d 10mm, lot# 60326217. 00599003401, rc agmt block post sz d 5mm, lot# 60238336. 00598801012, 12mm dia 100mm length straight stem ext cmb l 145mm, lot# 60255791. 00598802112, long 12mm dia 155mm length offset stem ext cmb l 200mm, lot# 60314975. 00588000210, tibial full block augment precoat size 2 10mm, lot# 60016110. 005880002002, size 2 precoat cemented tibial component, lot# 60009099. Unk- simplex cement- howemedica. Unk- quick anchor x 3 - depuy. Unk wires.

Event description:
It was reported a patient had a revision of a left total knee arthroplasty. Subsequently, three months post implantation the patient experienced stiffness and underwent an arthroscopic release. During the procedure copious amounts of scar tissue were encountered. The procedure was completed without complications and all implants remain in place.